Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, loss of inductive telemetry was observed due to interference with the left ventricular assist device. The device was interrogated successfully using radio frequency telemetry. The patient is in stable condition.